Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set/cart (air bubbles filling) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polydipsia and an unspecified amount of ketones. Customer support (cs) completed troubleshooting and the patient was not using the correct filling technique. This report is being reported due to the bg excursion the patient experienced that resulted from user error, not using correct cartridge filling technique.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using correct cartridge filling technique).